Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the displacement, manual prime, and self test passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.